Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced nocturnal hypoglycemia, with a documented glucose of 53 mg/dl, attributed by the user to insufficient dinner intake and managed with oral carbohydrates before returning to sleep. Symptoms included hypoglycemia. Outcomes included conflicting reports of no health consequences, unexpected medication intervention, and serious injury or impairment; based on the case narrative, the event resolved after oral glucose without further medical care. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, there was insufficient information regarding a device problem or component involvement, and no device malfunction could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Event description:
It was reported that the user experienced a nocturnal low glucose event, reaching 53 mg/dl, which they attributed to not having enough food at dinner and corrected with oral carbohydrates before returning to sleep. Symptoms included hypoglycemia. Outcomes included a serious illness/impairment and unexpected medical intervention in the form of medication required, represented by oral glucose intake. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Event date updated per new information received on (B)(6) 2026.